Manufacturer narrative:
(B)(4).

Event description:
It was reported by the physician that the patient has a complaint of coughing and swallowing since a full revision procedure that was performed that was later clarified to only be a prophylactic battery replacement for autostim. The patient was referred to an ent by her pcp and was told that it appears the patient has some vocal cord issues and one chord appeared to be paralyzed. The patient also has some voice alteration which is minimal. The sales representative informed the patient and neurologist that vns could be turned off to allow the patient to heal more or lower the settings, however the patient does not want it off as they have been seizure free with vns. The pulse width was lowered to assist with side effects. Additional information was later received that the vocal cord paralysis was a result of intubation tubing during the battery replacement surgery. The settings of the patient were decreased due to the patient having throat issues and throat pain and the physician did not want the stimulation to exacerbate the issues, however they were not stimulation related. The physician felt lowering the frequency would allow time for the patient to heal from the adverse events caused by the intubation. The neurologist indicated that the cause of the issues being intubation tubing is purely speculation and is unknown who the ent the patient went to see is. No additional relevant information has been received to date.